Event description:
User stated he received calls from two doctors complaining about patient calcium results being higher than they should be, so he repeated testing on the samples on 2-11-09. One sample was considered discrepant. Initial result was 11.1 mg per dl, repeat result was 10.2 mg per dl. User did not know if either patient had been treated based on the false high results. The user did not retain the patient information. Therefore, it is not possible to determine if they were adversely affected.

Manufacturer narrative:
The user loaded a new reagent cassette and performed calibration which resolved the issue.